Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 300 mg/dl so she gave herself a manual shot of 5 or 6 units (exact amount unknown). A short time later she gave herself another shot of the same amount. When she got home, she gave herself yet another shot. She checked her blood glucose and it was around 200 mg/dl. She ate and her blood glucose rose (reading not given). She removed the pod and noticed that the cannula never injected into her skin.